Event description:
The inside of blade cracked and fell into patient during surgery. Part was recovered. Additionally, the physician stated that while doing a cace-lift on a patient; he was working around the ear area when about a centimeter broke off of the tip and landed in soft tissue. He further stated that the broken piece was easily visible and removed without delay. The physician stated that he got another pair of scissors and completed the case without further incident. Heowever, he stated that if the scissors would have broken off while he was working around the neck area and fell into the patient; it would have been almost impossible to locate the broken piece because it's a strong possibility the broken piece would have gone deep in the patient's tissue.